Manufacturer narrative:
Product complaint #(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. To clarify-there was only one patient. Two breasts were impacted. Photos were sent in. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a breast procedure lumpectomy with maxopexi on (B)(6) 2025 and topical skin adhesive was used. Patient had a severe reaction. Delayed wound healing, post-op visit for the adhesive removal. Day 2, 3 both breast became very itchy and continued to get unbearable. Most severe around the axilla, used crème and ointment to calm the itching. On friday (B)(6) , pa took off adhesive in the office gave 3 day dose of steroids. Patient slowly improved but still has discoloration of the skin and delayed wound healing. Device is not available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide photo if available of patient reaction? (Photos coming)description of event, symptoms, manifestation of reaction infection: procedure was done on 7/14. Day 2, 3 both breast became very itchy and continued to get unbearable .most severe around the axilla, used crème and ointment to calm the itching. On friday, dr. Vargas pa took off prineo in the office gave 3 day dose of steroids. Patient slowly improved but still has discoloration of the skin and delayed wound healing what was the procedure date? (B)(6). What date /day post op was the reaction noted? (Day 2,3- starting with mild itching that intensified) was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? (No- prineo removed on 7/18- by pa in office) were any cultures taken? Results? No please describe how was the adhesive was applied. Not sure what prep was used prior to, during or after adhesive use? (4% chg) was a dressing placed over the incision? If so, what type of cover dressing used? 4x4 were used to cover and bra is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No is the patient hypersensitive to pressure sensitive adhesives? No was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Not sure patient demographics: initials / ID, gender, age or date of birth; bmi 78 y/o female low bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) slowly healing has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Not sure was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes -2 previous uses of dermabond on trocar port sites. No reactions at all product code and/or lot of product used? Clr222us. Current patient status. Slowly healing. Name of surgeon? Dr. Hernan vargas. What is the physician¿s opinion as to the etiology of or contributing factors to this event? None given. Dermabond was used around the areolar part of the breast, there was a small reaction there. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.